Event description:
It was reported that there was a bad connection with catheter cable and unit. There was no patient contact, no patient prepped for surgery. Hence, no patient injury. There was no delay in surgery. Out of box failure. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer. It was a mistake there was nothing wrong with this unit. Integra has completed their internal investigation 07/09/2015. Results: the DHR pack appendix I was reviewed for cam02 monitor serial number (B)(4). All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as 0 01% of procedures. Conclusion: root cause is not required since the reporter of the complaint incident communicated the cam02 monitor is working to specification. The reporting of the alleged failure was in error.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.